Event description:
Information was received from a consumer regarding a patient with and implantable neurostimulator (ins) for spinal pain and failed back surgery syndrome. It was reported that on (B)(6) 2017, the patient had an episode with their back where they went to the emergency room because the pain in their back was so severe and stabbing. It was reported that the patient was given a shot and a muscle relaxer and this resolved the issue. It was reported that the patient now had a new discomfort that their healthcare provider thought their device might be able to help with. It was reported that this started sometime in (B)(6) 2017 after the episode with their back. The patient stated that they were experiencing discomfort from the knee down and up in the hip area on the right side. The patient stated that they had a knee and hip replacement, but was uncertain if that had anything to do with it. The patient stated that their knee replacement was in 2002, which was prior to their implant and their right hip was replaced in 2010. The patient stated that their device was put in to help with the pain in their back, which they were still having problems with across the bottom area, but it was reported that this was a new pain they were experiencing. The patient indicated that they had access to change the settings, but stated that this was a new area and wanted to see if programming could be done to cover this new area. An email was sent to a manufacturing representative to notify them of their request of reprogramming and reported who the patient¿s managing physician was. The rep indicated that they had never met that physician and requested their contact information. No further complications were reported/anticipated.

Manufacturer narrative:
Missed filling out weight if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative (rep) reporting that they had a major back problem in (B)(6) 2017 and had back spasms for weeks, leaving them with pain going down their leg. It was reported that the cause of the severe/stabbing pain, the new pain/discomfort from the knee down and up in the hip area on the right side and back pain was due to transporting a wheel chair and lifting too much weight (they stated that they asked to be a health home aid for two seniors with major health needs). It was reported that all was well now (B)(6)2 017)and their reported symptoms were resolved. They reported that they weighed 205 pounds at the time of the event.